Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was scratched. After insertion in the right eye of the patient, the iol was removed in the same procedure. The incision was enlarged. The outcome did not significantly interfere with the patient's activities of daily life and the patient was noted to have recovered. No further information has been provided.

Manufacturer narrative:
Manufacturing record review. A manufacturing record review was conducted. Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. In addition a review of the material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. In conclusion the documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received intact. Visual inspection revealed lens had slight surface scratches, a stretch mark on the haptic hinge and surface residuals (fiber/particles) on the lens, which is consistent with the lens being handled out of a sterile environment. Since the lens was handled for surgical use, and the scratch was observed after the insertion, the possibility of the lens damaged during handling at the surgical site could not be discarded. The condition of the lens could be related to handling during attempt to insert the iol. All pertinent information available to the manufacturer has been submitted. Placeholder.